Event description:
Pt. Underwent left knee arthroscopy with partial medial and partial lateral meniscectomies and acl reconstruction with allograft in 2001. Six days later admitted to local hospital with reddened lower leg, swelling and pain. Tapped for e. Coli. Transferred to regional hospital 2 days later. Under went I & d of left knee. Post op diagnosis; left septic knee following acl reconstruction with allograft. Left proximal tibial abscess and the level of the acl graft insertion site.